Event description:
It was reported that a patient presented with the atrial lead dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Event description:
Additional information received notes that there was failure to capture on the atrial lead.